Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards switzerland affiliate, during a transfemoral it was a 26 mm sapien 3 ultra, the valve and commander delivery system became stuck during insertion into the esheath. It was decided to use a new set of devices, so the valve, delivery system, and esheath were removed. A new kit was used, a 26mm sapien 3 ultra valve was successfully implanted. There was no patient injury, and the patient was fine post procedure. Per report, the esheath was inserted at a steep angle, and strong friction felt during advancement due to calcification and tortuosity. The operator believes the esheath became compressed and kinked, which may have contributed to the valve and delivery system getting stuck. Per pre-decontamination evaluation observations of the returned device, the valve frame was damaged, and two punctures at esheath strain relief were observed.

Manufacturer narrative:
Correction to h6 based on additional information. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. The returned device was visually examined for any abnormalities, and the following was observed: the esheath shaft has kinks and a puncture. Two (2) struts were bent outwards at the inflow side. Post expanded thv: leaflets wrinkled and dehydrated due to storage condition (prolonged crimping) during the return handling process, and the valve frame was distorted/ canted. Imagery was provided by the site and revealed the following: patient's access vessel had present of calcification, and tortuosity. Post procedural image shows some kinks on esheath hdpe shaft. The instructions for use/training manuals relevant to the reported event were reviewed for guidance/instruction. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damage was confirmed based on returned device. As reported, 'the esheath was inserted at a steep angle and a strong friction by inserting and advancing the esheath was felt, mainly due to calcification and tortuosity. Because of this, the physician had the impression that the esheath became compressed and kinked and this might have caused the situation that the valve on the commander delivery system became stuck'. Per training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification', 'if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system', and 'do not over manipulate the sheath at any time'. In this case, steep insertion angle was noted, and the patient's access vessel had presence of calcification and tortuosity. The presence of calcification, tortuosity, and steep insertion angle can create challenging pathway during delivery system advancement, leading to resistance. Additional manipulation was likely applied to overcome the resistance which it can lead to sheath kinked and the valve struts interacting with the sheath shaft resulted in the strut damage at the inflow. As such, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (excessive device manipulation, high push force, steep insertion angle, kinked sheath) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.